Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to intermittent shock impedance measurements high out of range greater than 125 ohms. Recent documented measurements decreased to the 70-80 ohms range. A new lead different model was successfully implanted. No additional adverse patient effects were reported.